Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was out of range (>4000 ohms) starting on (B)(6) 2016. There was a high count of high impedance pace counts. A ventricular lead warning occurred on (B)(6) 2016.

Event description:
It was reported that one day postoperative, the patient experienced tiredness, shortness of breath, and was lightheaded due to a possible set screw issue with their implantable pulse generator (ipg). The right ventricular (rv) lead impedance was out of range when tested through the device, but was normal when tested through the analyzer. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.